Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information.   Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows:  (B)(6) 2006: (B)(6). Operative report. Assistant: (B)(6), pgy5. Preoperative diagnosis: large incisional hernia. Postoperative diagnosis: large incisional hernia. Name of procedure: laparoscopic lysis of adhesions, laparoscopic large incisional hernia repair. Anesthesia: general endotracheal with local marcaine infiltration. Estimated blood loss: minimal. Complications: none. Prosthesis: a 20 x 25 cm parietex composite mesh. Findings: the patient had a large upper midline elliptical defect measuring approximately 4 ½ x 8 cm from fascial margin to fascial margin. The fascia along the margin was noted to be quite weak. Therefore, a significant overlap of the mesh was used to prevent future recurrence. Indications: (B)(6), is a 38-year-old gentleman who underwent open extended right hemicolectomy for two synchronous colon cancers. He carries an underlying diagnosis of li-fraumeni syndrome. He received postoperative chemotherapy and subsequently developed a large upper midline incisional hernia along his midline scar. This has enlarged over time and has become quite disturbing in terms of pain and the overall size and bulk of the hernia. He now presents for elective repair of this large incisional hernia. Description of procedure: ¿after obtaining informed consent from the patient in the holding area, he was brought to the operating room and placed in the supine position on the operating room table. After adequate general anesthesia had been induced, the patient was intubated and mechanically ventilated. He received 900 mg of clindamycin intravenously prior to incision. A bump was placed along his left hemi-abdomen and his left arm was tucked at his side. A foley catheter was placed in his bladder and his abdomen was prepped and draped in standard surgical fashion from the chest to the upper thigh and laterally to each flank. A veress entrance needle technique was used in the left upper quadrant to induce pneumoperitoneum to a pressure of 15 mmhg with carbon dioxide. This was successful on the first pass of the needle as indicated by low opening pressures and co2 insufflation rates of 2 liters per minute. Once pneumoperitoneum had been safely established, I removed the needle and placed a 5 mm trocar in this location using an optiport technique. The 5 mm angled laparoscope was then inserted and the abdomen was briefly explored. Numerous adhesions were noted, beginning in the lower abdomen and extending up to the upper margin of the hernia defect. Four additional trocars were then placed, including a 12 mm in the left mid abdomen, a 5 mm in the left lower quadrant, a 5 mm in the right lower quadrant and a 5 mm trocar in the right mid abdomen. Using a harmonic scalpel and sharp dissection, the adhesions were taken down completely. Total time of adhesiolysis was approximately one hour. With the adhesions taken down, the defect was sized using an intraabdominal ruler. It measured 8 inches in length and 4 ½ inches in width. A large parietex mesh was then chosen for the repair and prepared on the back table for introduction into the abdomen. Twenty sutures were placed on the parietal peritoneum side of the mesh. Eight of these were 0 ethibond permanent suture; the remainder were 0 vicryl sutures. I then rolled the mesh and placed it through the abdominal wall at the location of the 12 mm trocar. I did extend this incision slightly to allow the mesh cigar to be placed intraabdominally. The trocar was then replaced and secured with a towel clip to prevent loss of pneumoperitoneum. We then unrolled the mesh and placed the parietal surface up. We then spent the next 1.5 hours to 2 hours securing the mesh to the anterior abdominal wall using a technique of injection of local anesthesia down to the peritoneal level, a small skin incision followed by placement of the gleich suture passer intraabdominally and grasping the sutures at corresponding locations on the mesh. These sutures were then brought out through the abdominal wall and snapped in place. Once all sutures had been placed, the sutures were tied down to the anterior rectus sheath and an endo anchor device was used to place approximately 60 endo anchors along the periphery of the mesh and a second row was placed closer to the hernia defect. Hemostasis was then assured and the 12 mm trocar site was closed using an endo close technique. The 5 mm trocars were removed. The abdomen was completely desufflated. A bulky dressing was placed on the hernia defect and the trocar incisions were infiltrated using 0.25% marcaine with epinephrine. These incisions were closed using multiple interrupted 4-0 monocryl sutures. Steri-strips and sterile dressings were applied. The patient was awakened from anesthesia and extubated without difficulty. An abdominal binder was placed and he was transported to the recovery room in stable condition, where he will make his early postoperative convalescence. I was physically present in the operating room for all parts of this case.¿ (B)(6) 2007: (B)(6). Operative report. Assistant: (B)(6), pgy5. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Name of procedure: diagnostic laparoscopy, laparoscopic lysis of adhesions with laparoscopic assisted stoppa-type hernia repair with mesh. Anesthesia: general endotracheal with local marcaine infiltration. Estimated blood loss: minimal. Complications: none. Findings: numerous relatively dense adhesions were noted between the underlying viscera and the preexisting parietex mesh. Sharp adhesiolysis was necessary to divide these adhesions. It was readily evident that the superior border of the mesh along the costal margin had pulled away from the previous fixation sites. This portion of the mesh then herniated within the defect along the inferior margin. The recurrent hernia measured approximately 8 x 10 cm. A 19 x 15 cm gore dualmesh plus mesh was used to effect repair. Indications: mr. Salmon is a 39-year-old gentleman who underwent prior laparoscopic incisional hernia repair with parietex mesh. This was performed approximately one year ago. He presented to my office recently complaining of a bulge in his upper abdomen. This was relatively symptomatic, causing only fairly mild discomfort. CT scan was obtained, revealing a defect in the abdominal wall superior and anterior to the prior mesh repair. He now presents for salvage repair after failed laparoscopic incisional herniorrhaphy. Description of procedure: ¿after obtaining informed consent from the patient in the holding area, he was brought to the operating room, placed in the supine position on the operating room table. After adequate general anesthesia had been induced, the patient was intubated and mechanically ventilated. His arms were then abducted at his sides, padded well and secured to the arm boards. A foley catheter was placed in his bladder, and his abdomen was prepped and draped in the standard surgical fashion. He received 900 mg of clindamycin intravenously prior to incision. Abdominal access was obtained in the left upper quadrant lateral to the prior mesh fixation site using a veress needle entrance technique. This was successful on the first pass of the needle, as indicated by low opening pressures and co2 insufflation rates of 2 l per minute. Once pneumoperitoneum had been safely established, I placed a 5 mm trocar in this left subcostal position using an optiport technique. The 5 mm angled laparoscope was then inserted, and the abdomen was briefly explored. Adhesions were present from the falciform ligament superiorly, extending down to approximately 6 cm below the umbilicus and from the right anterior axillary line to the left anterior axillary line. This left very little room for adhesiolysis. We were able to free up some room along the right hemiabdomen and placed three 5 mm trocars in this location in order to perform adhesiolysis. Adhesiolysis in this case using a combination of sharp dissection and harmonic scalpel dissection took approximately 1.5 hours. Adhesions were noted particularly along the margins of the mesh at its fixation site. A superiorly located hernia defect was noted, measuring approximately 8 x 10 cm in diameter. The lower margin of this hernia was confluent with the prior mesh repair. The lower 50-60% of the mesh remained intact and was well secured to the abdominal wall down below the level of the umbilicus. Following adhesiolysis, we desufflated the abdomen and made a 5.5 cm incision in the upper abdomen through the hernia sac. The hernia sac was divided in the midline. The fascial edges were identified on either side. We then secured eight 0 prolene sutures to a piece of 19 x 15 cm gore dualmesh plus mesh. We cut a template out of an operative towel and used this to guide placement of our fixation sutures on the abdominal wall. The fixation sites were marked on the abdominal wall, and the fixation sutures were sequentially delivered using a percutaneous access technique with suture pass devices. Initially a blunt gleisch-type device was used along the upper border of the defect. Overlap of the mesh circumferentially was at least 5-6 cm on all sides. Along the lower border, where indwelling mesh was present, a sharper gore needle-type suture passer was used. During delivery of the final suture, the needle tip of the gore needle passer broke off within the abdominal wall. This measured approximately ¼ inch in size and was felt to require removal. We therefore brought in fluoroscopy and under real-time fluoroscopy identified the tip of the suture passer and delivered it out of the fixation suture site using a schnidt-type clamp. With the needle tip removed, we tied the prolene sutures sequentially. We then closed the hernia sac over the mesh. We closed the abdominal wall layers using an antibacterial 3-0 vicryl sutures. The skin was closed using skin clips. We then reinsufflated the abdomen and used the protack 5 mm spiral tack device to tack the mesh circumferentially. Approximately 30-40 spiral tacks were used to secure the mesh in this case. With the mesh well secured, the abdomen was desufflated, the trocars were removed. All incisions and fixation sites were infiltrated with 0.25% marcaine with epinephrine. The fixation sites were closed using dermabond. The trocar sites were closed using multiple interrupted antibacterial 4-0 monocryl sutures. Steri-strips and sterile dressings were applied to all incisions. An abdominal binder and a compressive dressing were applied. The patient was awakened from anesthesia and extubated without difficulty. He was transported to the recovery room in stable condition, where he will make his early postoperative convalescence. I was physically present in the operating room for all portions of this case .¿ ??/??/??: [missing records: records for the CT scan showing the ¿defect in the abdominal wall superior and anterior to the prior mesh repair¿ were not provided.] (B)(6) 2007: (B)(6). Perioperative nursing record. Implant record. Item description: implant. Qty: 1. Location: abdomen. Where sterilized: mfg. Comments: ref #: 1dlmcp04. Gore dualmesh plus biomaterial. Lot number: 04630187. Manufacturer: w.l. Gore. How sterilized: 5manuf . The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/04630187) was implanted during the procedure. (B)(6) 2008: [facility ni]. (B)(6). Radiology ¿ CT abdomen/pelvis. Indication: history of colon cancer, restaging. Impression: no evidence of tumor recurrence of metastasis. Stable ventral incisional hernia containing loops of bowel . (B)(6) 2008: (B)(6). Operative report. Assistant: (B)(6) pgy5. Preoperative diagnosis: multiply recurrent incisional hernia. Postoperative diagnosis: multiply recurrent incisional hernia. Name of procedure: recurrent incisional hernia repair with ultrapro mesh. Anesthesia: general endotracheal. Estimated blood loss: minimal. Complications: none. Findings: the patient was noted to have recurrence of his upper midline incisional hernia between pieces of previously placed intra-abdominal mesh including a gore dualmesh and a parietex tight mesh. We identified mesh along the left lateral inferior and right lateral portions of the defect. A strip of mesh was also noted along the superior border of the defect with some evidence of diastasis between the mesh and the xiphoid present, somewhat superior to this mesh. There is no evidence of incarceration. Indications: the patient is a 40-year-old gentleman who presented in my office complaining of a recurrent bulge in the upper abdomen. He has undergone prior laparoscopic incisional hernia repair as well as an open incisional hernia repair for hernia recurrence. After appropriate informed consent was obtained, he now presents for operative treatment of his multiply recurrent hernia. Description of procedure: ¿after obtaining informed consent from the patient in the holding area, he was brought to the operating room and placed in the supine position on the operating room table. After adequate general anesthesia had been induced, the patient was intubated and mechanically ventilated. His arms were abducted at his sides and secured to the arm boards. Padding was placed beneath both knees and the patient was secured to the bed using a reinforced safety strap across his pelvis. A foley catheter was placed and he was given 600 mg of clindamycin intravenously prior to incision. His abdomen was then prepped and draped in the standard surgical fashion. We entered the abdomen through an upper midline incision extending from the xiphoid process inferiorly to the level of the umbilicus. We tediously dissected off the underlying hernia sac from the mesh, which was palpable on ulnar borders of the hernia defect and the hernia recurrence was surrounded by mesh in the midline and not present at the subxiphoid level as suspected. We dissected the overlying hernia sac off of the fascial edges somewhat lateral to the mesh border circumferentially on all sides. We took the hernia sac down to the level of the mesh and created a defect in the hernia sac to check for intra-abdominal adhesions. We took down multiple intraabdominal adhesions through the hernia sac using sharp dissection with metzenbaum scissors so as to provide an area for fixation of the mesh prosthesis to the underlying indwelling mesh. We then placed multiple at 0 ethibond sutures through the mesh present on the left and right sides of the central defect. These were snapped in place. We then created subcutaneous flaps circumferentially around the defect at the level of the fascia extending 4-5 cm circumferentially around the defect. This provided us with good fascia to secure an ultrapro mesh to the fascial layer on all sides. We began by using a 6 x 6 inch piece of ultrapro mesh stretched slightly to accommodate the repair and sutured the upper two corners to periosteum at the level of the lower costal margin. We then passed the previously placed ethibond sutures through the central portion of the mesh and tied the mesh down to the underlying indwelling intraabdominal mesh. The fascial edges, superficial to the indwelling intraperitoneal mesh were sutured to the underlying intraperitoneal mesh using multiple interrupted 0 prolene sutures. This allowed us to have one layer to secure the new piece of ultrapro mesh anteriorly. We then continued to secure the ultrapro mesh to the fascial edges with a good 3-4 cm of overlap on all sides using interrupted prolene sutures. We then completed this repair using running 0 prolene sutures along all borders of the mesh. This was done using good anterior fascial bites and tying each successive suture to the previous suture. With this completed, we tacked down a few central areas of the mesh to the underlying soft tissue using simple interrupted 2-0 prolene sutures. The closure was then irrigated using normal saline. Of note, the previous defect in the peritoneum had been closed using a running 2-0 vicryl suture. Therefore, the underlying viscera were completely protected from the ultrapro mesh by peritoneum. At this point, we placed a #19 round jackson-pratt drain beneath the subcutaneous flap on top of the mesh. This was later placed to bulb suction and secured on the skin using a 2-0 nylon stay suture. The skin was closed in layers using multiple interrupted 2-0 vicryl sutures followed by a running subcuticular 4-0 monocryl suture. Dermabond was used as a sterile dressing. Abd pads and an abdominal binder were placed. The patient was allowed to awaken from anesthesia and was extubated without difficulty in the operating room. He was transported to the recovery room in stable condition where he will make his early postoperative convalescence. I was physically present in the operating room for all portions of this case .¿ (B)(6) 2009: [facility ni]. (B)(6). Radiology ¿ CT abdomen/pelvis. Indication: evaluation abdominal wall hernia. Impression: anterior abdominal wall hernia containing multiple small bowel loops. Neck of hernia is fairly wide. Otherwise no significant change from the previous study . (B)(6) 2009: (B)(6). Operative report. Assistant: natalie bruno, md, pgy1. Preoperative diagnosis: multiply recurrent upper abdominal incisional hernia. Postoperative diagnosis: multiply we recurrent upper abdominal incisional hernia incision and incisional hernia with incarceration and extensive intra-abdominal adhesions. Name of procedure: incisional hernia with incarceration and extensive intra-abdominal adhesions. Procedure: laparoscopic multiply recurrent and incarcerated incisional hernia repair with intraperitoneal mesh, extensive lysis of adhesions, open onlay incisional hernia repair with ultrapro mesh creating a sandwich type repair. Anesthesia: general endotracheal with local marcaine infiltration. Estimated blood loss: minimal. Complications: none. Findings: a recurrent hernia was noted between a piece of parietex mesh, which was intact along the upper border of the hernia defect. A piece of gore dual mesh was intact along the inferior border of this hernia defect and a piece of ultrapro mesh was noted to be herniated within the defect indicating a failure of the 3rd and most recent hernia repair in this patient¿s. Intra-abdominal adhesions were extensive involving primarily the omentum, which was firmly adherent to the anterior abdominal wall. In addition, multiple small bowel loops were incarcerated within the hernia defect and required reduction during dissection. This recurrence represents the patient¿s third recurrence, since his initial laparoscopic incisional hernia repair performed back in (B)(6) 2006. A 28 x 25 piece of parietex composite mesh was used in case. Given these recurrences, the plan in this case was to a sandwich type repair with anterior and posterior mesh fixation. Indications: mr. Salmon is a 41-year-old gentleman who has had 3 prior repairs of an upper midline incisional hernia. He works as a truck driver and does do heavy lifting on the jobs, which probably has contributed to his recurrences. His latest repair was onlay ultrapro repair done on (B)(6) 2008, now one year later, he has a cat scan confirmed recurrence containing multiple small bowel loops in the upper abdomen. Following a long discussion in the office and confirmation of the hernia by physical exam, informed consent was obtained and the patient was consented for combined laparoscopic and open sandwich type hernia repair with multiple mesh prostheses and the possibility of using bone anchors in the lower rib cage and sternum to secure the anterior mesh. Description of procedure: ¿after obtaining informed consent from the patient in the holding area, he was brought to the operating room and placed in the supine position on the operating room table. After adequate general anesthesia had been induced, the patient was intubated and mechanically ventilated. His left arm was tucked at his side and his abdomen was prepped and draped in the standard surgical fashion. He received 2 g of kefzol intravenously prior to incision and an orogastric tube was placed in the stomach. A foley catheter was also placed in the bladder and brought out to urometer bag drainage for continuous monitoring of urine output. Given his multiple abdominal procedures, I had planned an off midline veress needle entrance technique to induce pneumoperitoneum. This was performed successfully in the left subcostal position. The abdomen was insufflated to a pressure of 15 mmhg with carbon dioxide and a 5 mm trocar was then placed in the immediate left lateral subcostal position using an optiport technique. Upon entry into the abdomen, it was clear that we had entered through the omentum, but no small bowel was visualized through the optical cannula. We did note some bleeding as we entered which I suspected to be an omental vessel. The camera was then placed into the abdomen. We had a clear field of view in the upper abdomen along the surface of the liver. The lower abdomen was completely obstructed by adhesions involving the omentum. We therefore passed the camera around the remaining falciform ligament in the upper abdomen and got visualization of the right side of the abdomen where we had some abdominal wall to work with laterally for placement of trocars. We therefore decided to address the omental adhesions from the right side of the abdomen. Therefore three 5-mm trocars were placed in the lateral right abdomen under direct vision and I began dissecting the omentum off the anterior abdominal wall. Adhesions to the anterior abdominal wall were quite tenacious due to the presence of multiple mesh prostheses 2 of which were placed intraabdominally at prior operations. The omentum was taken off the dualmesh in the lower abdomen at the level of the umbilicus with difficulty using a combination of harmonic scalpel dissection and cautery scissors dissection. The dualmesh certainly had contracted some but appeared to be relatively intact. It was noted 10 stop abruptly at the level of the inferior margin of the hernia. The parietex was also found to be fairly intact along the upper margin of the defect but the ultrapro mesh which had been placed at the last operation as an onlay and had blown out in to the hernia sac. We had lysis adhesions for at least three hours in this case adding profound difficulty to the overall procedure and justifying a modifier 22 due to the extensive nature of the adhesions. Once the omentum had been delivered out of the hernia defect along with multiple loops of small bowel, we noted that the ultrapro mesh was herniated up into the hernia sac and that the omentum as well as the small bowel was adherent to the ultrapro mesh, which of course does not contain an antiadhesion barrier. This made dissection up in the sac very difficult. Despite this, we were able to free everything out of the sac with the exception of a small amount of very adherent omentum. We then assured hemostasis and eventually placed 2 additional trocars in the left lateral abdomen including a 12 mm trocar as well as a 5 mm trocar in the lower left abdomen. We then measured the hernia defect and determined that a 15 x 20 cm piece of proceed mesh was appropriateness case. The mesh was prepared on a backtable with 8 transfascial fixation sutures, 0 ethibond was placed in the cardinal positions and 0 vicryl was placed in between the sutures. The mesh was then scrolled and delivered into the abdomen through the 12 mm trocar site. It was immediately raised up to the anterior abdominal wall along the defect and the mesh was centered. We then used a percutaneous suture delivery technique to pull the cardinal sutures out through the inferior superior left and right positions. Passage of the gely suture passer was a difficult secondary to the preexisting mesh prostheses along the upper and lower borders of the defect. We were able to deliver all the sutures and had the mesh centered nicely over the defect. The vicryl sutures were then also delivered in a similar fashion. All sutures were then tied down to the anterior fascia through the percutaneous delivery site had been made previously. At this point, we were quite happy with our intra-abdominal repair but given the failure of this patient's prior operations we decided that an anterior repair would also be necessary. We therefore desufflated the abdomen leaving the 5 mm trocars in place and closing the 12 mm trocar defect with a 0 vicryl suture, prior to removing this trocar. We opened the abdomen through the preexisting upper midline scar and immediately entered the hernia sac through the ultrapro mesh. The ultrapro mesh was tediously dissected out of the sac and passed off the field. We then dissected skin flaps on either side in order to allow fixation of the anterior onlay ultrapro mesh to good underlying tissue. Some of this tissue represented native fascia and some of it represented native fascia or fibrous capsule over preexisting mesh. We then placed multiple 0 prolene sutures at the margins of the fascia beneath the skin flaps which were only taken out 3-4 cm from midline. We then placed a 3 x 6 inch piece of ultrapro mesh into the defect and secured it first to the left side of the fascia. We then pulled it taut and secured to the right side of the fascia providing us with a nice two layer repair. The corners of the mesh were trimmed and the wound was irrigated using normal saline. We then closed the abdomen in multiple layers using multiple interrupted 3-0 vicryl sutures in the deep subcutaneous layer, followed by 3-0 vicryl dermal sutures and a running 4·0 monocryl subcuticular skin suture. The trocars were then completely removed and the trocar sites were closed with multiple interrupted 4-0 monocryl sutures. 0.25% marcaine with epinephrine was used to infiltrate the trocar sites as well as the transfascial fixation sites. Dermabond was used as a sterile dressing on all incisions including the upper midline incision. A compressive abdominal binder was placed. The patient was allowed to awaken from anesthesia and was extubated without difficulty in the operating room. He was transported to the recovery room in stable condition where he will make his early postoperative convalescence. I was physically present in the operating room for all portions of this case .¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating; manufacturer/compounder: w. L. Gore & associates, inc.; lot number: 04630187. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). The initial reporter's complete address is (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2007, whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2009, an additional procedure occurred. It was reported the patient alleges the following injuries: mesh contracted resulting in revision surgery on (B)(6) 2009. Additional event specific information was not provided.